Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a malfunction. Customer had elevated blood glucose (bg) levels (400 mg/dl), and moderate ketones. Customer delivered a manual injection to elevated bg levels. Customer reported they have back up manual injections for continued insulin therapy.